Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound bronchofibervideoscope exhibited the image on the monitor was not clear. The event occurred during an endobronchial ultrasound. The procedure was aborted and replaced with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 the device was returned to olympus for inspection, and the reported failure was confirmed. There was no image, as well as a stain on the image, and excessive image guide breakage. A root cause could not be identified. Based on the results of the investigation, it is likely degradation and an electrical issue led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.